Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the homechoice (hc) device; there was no report for this alarm called in by the customer. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.